Event description:
The customer reported a false negative reaction of cell #1 of biotestcell 1&2 with solidscreen ii control on tango. The customer had returned neither the supposedly defective product, nor the control that had caused the false negative reaction. Therefore our quality control laboratory tested the retained sample of biotestcell 1&2. We can confirm a merely weak positive reaction of cell #1 of biotestcell 1&2 with solidscreen ii control. Because of the confirmed complaint a risk analysis was performed. The result of this risk analysis was that there is no risk for users of biotestcell 1&2: biotestcell 1&2 is used for the screening of unexpected antibodies, e.g. An anti-d. Both, cell #1 and cell #2 of biotestcell 1&2 are rh(d) positive. In the customer's complaint case the antigen rh(d) of cell #1 seems to be weakened, but there is still the normally expressed rh(d) antigen of cell #2. Therefore an anti-d will always be detected by biotestcell 1&2. There is no risk of missing an anti-d. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for this complaint. Because the customer's complaint could be confirmed further actions (e.g. Root cause analysis and deviation) have been initiated.

Manufacturer narrative:
This is our combined initial and final report on this incident.